Event description:
Boston scientific received information that this left ventricular lead was explanted eleven months after implant due to dislodgement and high threshold measurements. There was no report of adverse patient effects due to the explant procedure. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the conductor coils were deformed in several areas most likely due to a grabbing tool. Resistance and pressure tests were completed to assess the lead's electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to confirm the reported clinical observation.